Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter will not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 months prior to contacting lfs. It is not clear which medications the patient takes for his diabetes; however, the patient confirmed he continued to follow his usual diabetes management routine. After the start of the alleged issue, the patient claims he felt symptoms of dizzy, nausea and felt weak. The patient reportedly administered insulin (type/ amount not specified) as needed for treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there is no indication of misuse. The patient confirmed the batteries did not need to be replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "dizzy, nausea and weak" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.